Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient had a fall in late (B)(6) 2017 after which they had a decline in cognitive status, non-communicability and tremor. The patient presented with tremor and general weakness at an office visit on (B)(6). The patient had reportedly been seen by another physician and diagnosed with atrial fibrillation prior to this visit, which was now controlled. It was noted the patient had become ¿mute-ish,¿ only speaking as needed, and was also non-ambulatory. Their spouse felt the deep brain stimulation (dbs) may be causing some of the problems. It was reported the patient experienced insomnia, snoring, excessive day time sleepiness, weakness, atrophy, inability to walk, variable anxiety and depression, chest pain, palpitations, shortness of breath, and had pneumonia recently. The patient reportedly was alert, oriented and had fluent speech. The patient had severe hearing loss. Tremor was observed in both hands with deep brain stimulation (dbs) turned off for a half hour, but was improved when turned on. Turning dbs off did not change the fluency of the patient¿s speech. The dbs settings were at 3.5 v, 90 us pw, 130 hz programmed in the left vmi with c+,0-. Tremor in the right hand was controlled at this setting. The hcp concluded the patient had decline in ambulatory abilities, decreased fluency of speech and was behaving consistent with progressive central nervous system (cns) degenerative disorder. It was noted a head CT without contrast was planned and further plans would be made based on those results. It was also noted the patient was presently in a rehabilitation facility. The patient¿s medications included eliquis (5 mg orally 2x/day), tambocor (100 mg orally 2x/day), lacto-pectin (20 billion cell capsule orally each morning), synthroid/levothroid (150 mcg orally 1x/day), cozaar (50 mg orally 1x/day), singulair (10 mg orally 1x/day), mysoline (100 mg orally 2x/day), inderal la (80 mg orally 1x/day), albuterol hfa (90 mcg/actuation inhaler), bufferin (81 mg orally every other day), clobetasol propionate applied topically, estrace (0.1 mg/gram), allegra (180 mg orally 1x/day), benicar (20 mg orally 1x/day), and ditropan-xl (10 mg orally 1x/day). The patient also used thigh high compression stockings for ankle swelling. Relevant history also included former smoking, use of alcohol twice per week, and family history of stroke. The patient was implanted for essential tremor and movement disorders.